Event description:
A (B)(6) male pt's nurse contacted zoll customer support to report that the charger/modem was displaying a charger fault. The pt was provided with a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger faults) has been confirmed. As received, the charger was unable to charge a battery pack. Upon investigation, the q1 transistor was shorted on the bedside board. The cause of the improperly functioning charger/modem is the shorted q1 current controlling transistor. The root cause for the shorted transistor could not be positively identified. No adverse event resulted from the damaged transistor. The pt was received a replacement charger/modem.